Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer reported issue was duplicated. The manufacturer representative identified an error code 112, and an intermittent motor was the most probable cause. Additionally, the syringe port was cracked, and the screen had scratches. The manufacturer representative found the pump was not in its original packaging, so it was denominated. Service history review identified that the device was last serviced june 11, 2018, and for an issue related to physical damage. The manufacturer representative replaced the motor that corrected the issue, along with the front and rear housing, housing seal, syringe cap, battery cap, keypad, and rear label. The pump passed all functional tests after replacements and performed as intended.